Event description:
It was reported that during implant, the introducer would not insert into the vessel . Several attempts were made by two different physicians and a different introducer was attempted. The physician complained that the 'introducer is too thick and big and the tip was not smooth enough to insert into the vessel.' A different introducer was used and the lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the 6208 lead introducer was returned and analyzed and revealed that the tip of the introducer is damaged (bent). The introducer is kinked at 8.5 and 13.5 cm from the hub. The dilator is kinked at 9 cm from the hub.